Event description:
It was reported that the patient experienced pain when the spinal cord stimulation (scs) system was turned on, and it resolved when turned off. In addition, the patient also experienced pain and heat at the implantable pulse generator (ipg) site. The patient was hospitalized and underwent a procedure in which the ipg was replaced. The ipg will not be returned as it was disposed by the medical facility. The patient was discharged from the hospital.